Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. In 2000, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: insertion date early 2000's. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. In 2000, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: insertion date early 2000's quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilisation. In 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered endometriosis, menometrorrhagia and uterine leiomyoma to be related to essure (ess205). The reporter commented: insertion date early 2000's. Discrepancy noted in date of insertion: (B)(6) 2004 (as per mr) . Discrepancy noted in date of removal: (B)(6) 2018 (as per mr). Left ostium: 4 coils were visible extending into the uterus. Right ostium: with 2 coils visualized in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received: event 'medical device removal' was updated by 'menometrorrhagia'. Medical history, reporter information were added. Event uterine leiomyoma, endometriosis added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.